Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 1 of 2: it was reported while using bd vacutainer® 9nc 0.109m 2.7 ml , 3 samples from the same patient were overfilled. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 08-apr-2025. Investigation summary: bd received one photo for investigation. Evaluation of the photo indicated a satisfactory draw level. A total of 10 returned samples and 20 retained samples were functionally tested for draw volume and all tubes tested within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: overfill. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 1 of 2: it was reported while using bd vacutainer® 9nc 0.109m 2.7 ml, 3 samples from the same patient were overfilled. There was no health impact or consequences reported.